Manufacturer narrative:
H.6. Investigation: three injectors and one l-connector attached to an infusion bag were returned to our quality team for investigation. Upon inspecting all returned injectors, no damage or defects were identified and no foreign matter was observed. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. The infusion bag and l-connector were also evaluated, no damaged or foreign matter was noted during our investigation. CAPA#688697 was initiated. H3 other text : see h.10.

Event description:
It has been reported that one bd phaseal¿ injector luer lock n35j has been found containing foreign matter during use. The following has been provided by the initial reporter: when preparing abraxane, coring occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd phaseal¿ injector luer lock n35j has been found containing foreign matter during use. The following has been provided by the initial reporter: when preparing abraxane, coring occurred.